Manufacturer narrative:
The serf ci/x liner is not involved in the system failure but it had to be replace due to the femoral head retentivity system.

Event description:
Patient fell early on 2016 surgery, the stem subsided. There was bony ingrowth even on subsided stem. This was a recent revision of both omni and serf product due to initially, a patient fall. In the revision the original omni femoral head and stem were revised along with the serf insert.